Event description:
The customer reported that after support had been completed, a clot was noted in one of the exit channels of the hls set that was distal to the integrated pump. The customer stated the device had functioned flawlessly during use. During support the acts were in the 150 second range and clotting factors had been administered to the patient. No patient effects were reported. Reference:(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provided product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if add'l info becomes available.